Event description:
Information received from the field notes that the device was in back-up mode and could not be programmed. A software download was unsuccessful. There were no consequences to the patient.